Event description:
The pt experienced pain at the implantable neurostimulator and lead locations. He experienced a shocking or jolting sensation when the stimulation was turned off. There was no known incident or accident related to the onset of symptoms; the pain had started 1.5 weeks prior to the report. The pt took pain pills from a friend, but they weren't working any more. The implantable neurostimulator may have dislodged as it once before (see mfg report # 6000032-2008-03897). The pt planned to go the ER , but was dissatisfied with the treatment he received there in the past. On/off options were explained to the pt until the implantable neurostimulator could be checked by an hcp. The pt was provided a list of hcps in his area. The pt status was reported as 'fair'. The hcp reported that x-ray was taken in 2002 ( results not reported). The pt was last seen in the office in 2006. He had experienced erratic stimulation or no stimulation, attributed to the extension. Revision had or will occur. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.